Manufacturer narrative:
Unique device identification (UDI) number added. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that a capsule tear, rupture in the patient's unknown eye and the timing was unknown.

Manufacturer narrative:
An application defect in the servicing database was internally identified, which resulted in a voluntary 5-year retrospective review (2019-2024) of database data; this report represents a reportable event identified during the course of this review. H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. The review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The system was found to meet specifications; therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).